Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: neu_unknown_lead, lot# unknown, implanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A trial patient¿s mother reported the patient was in some pain after the evaluation was done. The patient¿s mother stopped to get the patient some pain medication and that seemed to ease the pain for the patient. It was unknown if the issue was resolved at the time of the report. Additional information from the patient on (B)(6) reported she was having pain and hardly to walk on (B)(6). The stimulation was decreased and the patient was feeling better. The patient¿s mother stated she thought an infection was starting, but it was stimulation causing the pain as it went away. Additional information from the patient on (B)(6) reported the patient had a strong urge to use the restroom, but could not urinate, 4 times and felt like she had to go though. The patient¿s mother reported that she was doing well and better than before. There were no changes made. It was unknown if the issue was resolved at the time of the report. Additional information from the patient¿s mother on (B)(6) reported an infection, possibly urinary tract infection (uti). The caller stated the patient was up a little more on (B)(6). It was noted the patient thought they were getting a uti as she was having to sit there longer and the urine had a strong smell. It was unknown if the issue was resolved at the time of the report. There were no further complications that have been reported as a result of this event. The indication for use is unknown.

Manufacturer narrative:
The main component of the system and the other applicable components are: product ID: neu_unknown_lead, implanted: (B)(6) 2017, product type: lead.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the hcp office was not aware of the patient's strong urge. There were also no utis reported to them since the patient had been with the office. It was noted that the patient was wheelchair bound.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.